Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded on (B)(6) 2014. Visual inspection revealed that there were cracks in the battery compartment in the thread area and below the grip pad. The battery compartment threads were found to be damaged. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The test battery cap was not able to be fully secured to the pump; however, no power losses occurred during testing. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that a component on the printed circuit board was defective. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.